Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported via journal article, ¿use of absorbable mesh in the treatment of parenchymal liver injuries during orthotopic liver transplantation¿ that a study was completed to evaluate the use of absorbable mesh to control haemorrhage in the treatment of parenchymal liver injuries in orthotopic liver transplantations (olt). The authors studied the case notes of 609 patients who had olt between january 1988 and july 1998. Of the 609 olts performed, parenchymal liver injury was diagnosed in 27 cases. Fifteen (15) of these lesions were treated with mesh wrapping (n=9; 6 males, 3 females; mean age 51 years [range 41-65]) or mesh packing (n=6; 3 males, 3 females; mean age 51 years [range 40-60]). One patient required relaparotomy because of hepatic artery thrombosis after mesh packing. This patient had a successful thrombectomy within 48 hours of transplantation and the authors cannot exclude the possibility that the packing caused the thrombosis.